Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead warning was triggered due to high impedance on the high voltage distal portion of the lead. Follow up with the physician's office disclosed the lead was checked again one week later and the impedance measurement was normal. The high impedance could not be replicated with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.